Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-27125.

Event description:
It was reported that the insulin pump alarmed no delivery 15 times during the manual prime process. The blood glucose reading was 458 mg/dl, which the customer treated with an insulin pen. Upon troubleshooting, it was found that the insulin pump was working as designed. The customer did not know how to prime the reservoir properly. The manual prime and fixed prime processes ran correctly. Advised return of the reservoir for analysis due to possible occlusion. Nothing further reported.